Event description:
Ventilator circuit was being changed to a heated circuit when the heater malfunctioned. The heater probe was touched and gave a shock to the respiratory therapist. The probe appeared faulty, and was scorched.